Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: the reported complaint regarding an inaccurate insulin on board reading was identified in the pump history. A low temporary basal rate was running prior to a normal bolus on (B)(6) 2017 at 18:33. There were three undelivered temporarily basal portions that were added onto the normal bolus delivery and resulted in an inaccurate insulin on board reading.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 1.8 mmol/l without signs or symptoms of hypoglycemia. It was reported the patient consumed food for treatment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that at 18:33 the patient was given 0.25 units. At the time of bolus, the patient's insulin-on-board (iob) was at 0.0 units. At 18:47 the iob reportedly read 0.26 units. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.